Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The foreign distributor ((B)(6)) reported an issue was observed with the mps disposable delivery set prior to use. It was reported that the hospital installed the delivery set into the console then noticed a transparent liquid (approximately 1 cc) in the set, in the tubing connecting the main cassette to the heat exchanger. The delivery set was not used in the procedure but was returned to the distributor, who reported they tested the set for leaks but could not find any. The set was returned to the manufacturer and still no issues were identified. There were no patient complications reported as a result of the alleged event; as the set was not used for the procedure. No further information is available.